Event description:
Boston scientific received information that this patient's home monitoring system detected a high out of range pacing impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. Additional information was received from the boston scientific field representative that the system also exhibited noise and oversensing resulting in an inappropriate shock being delivered. Subsequently, a procedure was performed and when the pocket was opened, the physician determined that the rv set screw had not been tightened. The set screw was then tightened and the issue was resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.